Event description:
It was reported that the catheter lost its ability to keep a curve. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. The complaint device was shipped and received with the device's thumb-knob (curve deflection mechanism) fully engaged. Upon visual inspection of the received complaint device, damage to the device deflection mechanism and shaft was observed. Inspection of the deflection mechanism and shaft revealed no tactile feedback when actuating the thumb-knob. Furthermore, as the complaint device was returned coiled with the curve mechanism engaged, waves in the catheter shaft were identified. The results of the investigation determined that the customer's reported event is confirmed. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root cause is mishandling subsequent to distribution, including shipping and storage conditions or improper manipulation of the catheter. The instructions for use (IFU) state: ¿ do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. ¿ do not alter this device. ¿ inspect the packaging and catheter for damage or defects prior to use. ¿ avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. ¿ avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Handle catheter with care to avoid improper electrical functioning. ¿ avoid excessive contact of handpiece with fluids, as this could adversely affect the electrical performance of the catheter. ¿ diagnostic ep catheters are not recommended for long-term pacing. ¿ do not insert or withdraw the catheter without straightening the catheter tip. ¿ this device should only be used with equipment that complies with international safety standards. ¿ this device should not be used with magnetic resonance imaging (MRI) systems. ¿ use fluoroscopic guidance during catheter positioning. The reported event will continue to be monitored through post-market surveillance.